Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the replacement resolved the poking issue but patient has pain now. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1nwh6 serial# implanted: (B)(6)2019 explanted: (B)(6)2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot# va1nwh6, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back stating that she increased the setting, however, she turned stimulation off this morning as stimulation is in her left leg, can barely walk and said that left leg is also swollen. Patient said that she can walk when the stimulation is off. Patient said that she called hcp office and was told she may need to have something replaced. On programs 1 to 4 and 6 to 7 she only feels the stimulation in her left leg/calf, however, on program 5 she feels stimulation in left hip. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that something had moved, and it was poking them. It was a constant poke. It feels like something came loose. The patient said the poking hurts. The patient said that when they woke up in the morning, they peed all over themselves. The patient said they had open heart surgery on (B)(6) 2020 and had been having a hard time getting out of bed and thinks they did something. The patients healthcare professional had them turn the device off. During the call the patient shut the device off a few minutes prior and it was not poking them anymore. The patient said it was supposed to poke them ¿down there¿ but it was poking them in different spots. The patient said the healthcare professional told them to call in to get diagnostics done over the phone and that they could do x-rays to see if the lead had moved. The patient was redirected to follow up with their healthcare professional. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1nwh6, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had a lead replacement on (B)(6) 2020, and were told the wire was loose.